Manufacturer narrative:
Isi has not yet received the mega suturecut needle driver. Therefore, failure analysis of the product related to the complaint cannot be performed. Once the instrument is received, a follow-up MDR will be submitted post-failure analysis and/or if additional information is obtained. No image or video clip for the reported event was submitted to isi for review. A procedure log review was performed. Per the review, the following was confirmed: the benign hysterectomy procedure was completed on 27-sep-2022 via system sk1371. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was not retrieved during the procedure. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the instrument broke at the tip and fell into the patient. One of the jaws broke off and they are unsure if still in the patient or not. They looked for the fragment during the case but could not find it. The case was still in process, and they are doing an x-ray to check for fragments in the patient. A back up instrument of the same kind was used, and the procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On 22-nov-2022, the following additional information was obtained through follow-up. The instrument just broke while the surgeon was not doing anything. The instrument did not collide with another instrument. The device was inspected prior to use and nothing out of the ordinary was found. The surgeon did not notice any issues with the instrument prior to breakage. They confirmed that the fragment was suctioned up during the procedure and found in the suction manifold. The surgeon did an x-ray and confirmed there were no fragments in the patient. The procedure was completed robotically. There was no harm or injury to the patient. Patient demographic information was obtained (76-year-old female. Dob: 10/4/1946. 56.8 kgs.).